Event description:
It was reported that customer used a channel drain during an abdominoplasty procedure. Customer connected it to a bulb suction and could visually see blood in the drain, but none was moving into the bulb. In fact, the bulb was only stay depressed for a couple of minutes, so they changed the bulb but got the same results. Representative informed customer that the most probable reason for this was either the tubing was compromised outside the insertion point of there was not a good seal at the wound site. The doctor reported that they had sutured around the tubing at the site and feels confident there was not issue there.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "tube/drain dimensions out of specification." It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The instructions for use were found adequate and states the following: "to avoid the possibility of drain damage or breakage: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that customer used a channel drain during an abdominoplasty procedure. Customer connected it to a bulb suction and could visually see blood in the drain, but none was moving into the bulb. In fact, the bulb was only stay depressed for a couple of minutes, so they changed the bulb but got the same results. Representative informed customer that the most probable reason for this was either the tubing was compromised outside the insertion point of there was not a good seal at the wound site. The doctor reported that they had sutured around the tubing at the site and feels confident there was not issue there.